Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the synream flexshaft is damaged. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the returned flexible shaft were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard for nitinol. No product fault could be detected. We suppose that the reamer heads either came in contact with a metallic part or that they were not clicked on accordingly onto the flexible shaft. This has lead to the breakage-deformation of the flexible shaft. We do suppose that simply too much mechanical force, well beyond its calculated design was applied during the surgery which caused these damages.